Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to remove the air from the cartridge after inserting the syringe needle through the cartridge septum. There was no reported adverse impact to customer's blood glucose. Reportedly, customer filled a cartridge and resumed insulin therapy.